Event description:
It was reported that during a pulse generator change out procedure, the atrial lead was explanted and replaced as it had been previously noted that the lead had dislodged. No patient symptoms were reported.

Manufacturer narrative:
.